Event description:
It was reported that the safety device does not function properly, presenting excessive resistance to activate the lock, which requires great effort and, in some situations, leads to the needle bending or twisting, leaving it exposed and increasing the risk of a puncture wound accident.

Manufacturer narrative:
Device evaluation: as no physical or picture sample, or valid lot number was provided for evaluation, by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.